Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported programmer screen issue; programmer booted up to normal display. Anal ysis found the programmer failed incoming functional tests; lem (link electronic module) printed circuit board assembly found out of electrical specification. (B)(4).

Event description:
It was reported the programmer screen look like the matrix when it boosts up. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications have been reported as a result of this event.